Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient had been on the phone when his bg value dropped. His spouse found him unresponsive and called emergency medical services (ems). The patient¿s cgm displayed 90 mg/dl but his bg per ems was 20 mg/dl. The paramedics administered dextrose on the way to the hospital. At the hospital, the patient was treated with fluids and food until his blood glucose was acceptable. He was discharged three hours after admission. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.